Manufacturer narrative:
The service department has been immediately involved in the investigation of the event and (B)(6) contacted in order to gather more detailed information about the event and, especially, to know the device service history and if the users have noticed any differences in the aiming beam (the aiming beam follow the same delivery of the laser). (B)(6) sent information about the device's service history reporting a detailed timeline of all the service intervention they have made on the device, since its installation at the clinic in november 2021. No previous issue with the device has been found to be contributory to the issue with the fiber. In the communication (B)(6) also reported a timeline of the day when the issue has been recorded: 4 treatments have been performed before the fiber broke. The event has been recorded during a hr treatment with the hand-piece moveo. Our service department manager, replied to (B)(6) with an evaluation of all the information in which he evaluated that the most probable cause of the breakage of the fiber could be caused by a mishandling of the device. He pointed out that the damaging on the fiber could have been detected by the user by looking at the aiming beam (that follow the same optical path of the laser) that would have been dimmed or misshaped. If, at that time, they would have performed an handpiece test they would have confirmation of the issue. By not performing such activity they kept emitting and, finally, broke the fiber shielding. In fact, as reported on the operator's manual (om122a1 g.v11 - actual revision supplied with the device) at chapter 6.2 "hand-pieces" <<as the aiming beam passes down the same delivery system as the working beam, it provides a good method of checking the integrity of the laser delivery system. If the aiming beam is not present at the distal end of the delivery system, its intensity is reduced, or it looks diffused, this is a possible indication of a damaged or not properly working system>>. Quality assurance dpt followed up on service dpt evaluation by confirming the most probable cause of the event as a user error (mishandling of the device) and that the user could have detected the failure, before fiber breakage, if due diligence has been made. (B)(6) acknowledged our conclusion and shared the service report relative to the repair and testing of the device that has been left perfectly working within specifications. During the device's repair it has been fully checked and found no other issue with the device apart from the broken optical fiber, air hose and fingerswitch cable. As remedial action the device has been repaired by (B)(6) authorized service technician, in date april the 27th 2026, who replaced the fiber assembly and fully checked the device. The device has been left perfectly working within specifications. The fiber assembly has been shipped back to our headquarters for analysis. Service department performed an analysis of the broken fiber assembly and confirmed the conclusion that has been already defined: the most probable cause of the break can be traced to a mishandling of the device (probably pulled via the fiber) that has been moved (pulled) via the fiber/ hand-piece. It is also confirmed that this issue could have been avoided if the user performed the proper due diligence by checking the aiming beam regularly and performed the hand-piece test. The risk management file of the device has been evaluated, for the risk relative to unwanted laser emission due to fiber break, and found still adequate for both the severity and frequency, post mitigation. No design issue has been found to be contributory to the event. The present MDR report has to be considered as final unless FDA has more question about it.

Event description:
In date april the 23rd, 2026 our service department received a communication from the UK distributor in which they reported of a malfunction in which the fiber broke causing an accidental radiation occurrence with the medical device motus ax. The actual device involved in the event is a motus ax, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k162886. The UK distributor reported the following: during a treatment with the device motus ax the user reported to have recorded a damage on the fiber of the device, that delivers the laser from the device to the hand-piece, that caused the burn of the external cover fabric, air hose and finger-switch cable. No person have reported any kind of injury. In the initial communication the UK distributor attached pictures of the damaged fiber in which it is clear that the fiber broke near the connection to the fiber boom. The event took place at (B)(6) UK. We evaluated the event as reportable in accordance with us 21 cfr part 1000-1040 as an aro and reported in accordance with 21 cfr part 803 as required by the regulation 21 cfr part 1003-10(c).